Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test on (B)(6) 2021 at 10:39am. The patient's test sample was collected on (B)(6) 2021 at 2:57pm and later resulted in a viral CT value of 34.3, which falls in the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the patient's result was reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample was located on plate-(B)(4) at position b9. Plate-(B)(4) contained two empty wells at positions d11 and h12 - both of which displayed zero human and viral amplification. Plate-(B)(4) was created using the hamilton method in plating ((B)(4)), extracted using the king fisher method ((B)(4), reagent lot #s: bbd 18645300, lysis 18714300, elution 202912, wash 18723200, isopropanol shbm6409, ethanol shbm6864), and manually prepared for qpcr using a mastermix from batch 40. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. On (B)(6) 2021, a customer success employee contacted the patient via phone call and explained to the patient that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Vaccinated patient questioned a positive result with curative. The patient took 2 rapid tests (both negative) and one more pcr test with the department of health which also came back negative.